Event description:
A dialysis home pt's daughter-in-law reported a system error 2240 alarm in dwell 4/6 during treatment using homechoice device. The pt's daughter-in-law reported there was a hole in the pt line of the homechoice set. The pt ended treatment at the time of the alarm and discarded the sample. There was no pt injury or medical intervention associated with this incident per the home pt's daughter-in-law.